Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: headache/hyperperfusion syndrome. The following event was noted through a periodic article review. Two rx acculink stents were implanted in the right external common artery (eca). Post procedure, within the first several hours, the patient complained of severe headaches and demonstrated mild lethargy and confusion. Symptoms and mental status appeared to correlate with the patient's blood pressure. Headaches and mental status improved instantaneously after placing the patient on an intravenous labetolol drip. The following day, CT revealed findings consistent with petechial hemorrhage. The clinical findings after the procedure, combined with the radiologic findings, were suggestive of hyperperfusion syndrome. After controlling the blood pressure with oral medications, the patient was discharged on day five to rehabilitation service. Neurologic status was improved compared with the patient's initial presentation.

Manufacturer narrative:
The stent remains in the patient's body. The lot number was not identified; therefore, a device history record review could not be performed. Headache and hyperperfusion syndrome may occur during or after this type of procedure when the device functions normally. Headache and hyperperfusion syndrome are listed in the instructions for uee as known possible adverse events associated with the use of the device. No device malfunction was reported. A conclusive root cause of the reported event could not be determined. Attachment: ronit gilad, md et al; "hyperperfusion syndrome after external carotid artery stent placement in a case of bilateral internal carotid occlusion and external carotid stenosis" published j vasc interv radiol 2008; 19:1937-1377.